Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath had damage in a previously repaired area. Driveline sheath repair was performed and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device drive line was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the drive line cable revealed that the previous repair was worn out, confirming the reported event. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the drive line repair damage may be attributed to factors such as normal wear over time or improper handling. If information is provided in the future, a supplemental report will be issued.